Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted by itself approximately at 5 am and was is in communication loss for 7-10 minutes. The unit went into communication loss again in the late morning. While they were in the midst of transferring the patients to another cns; the cns that was having issues rebooted for the second time approximately at 11:45am. They heard the cns beep 5 times before the reboot. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) rebooted itself automatically. The customer indicated that the device showed comm loss for 7 to 10 minutes and then beeped 5 times before it rebooted itself. No patient harm or injury was reported. Service requested / performed: evaluation / exchange. Investigation summary: the complaint unit was evaluated by nihon kohden repair center (nk rc). After testing the device, nk rc was unable to duplicate the reported issue. The device was previously brought in for repair for a communication loss issue on ticket (B)(4). Nk rc was also unable to duplicate the communication loss issue at that time. Based on the available information, a definitive root cause could not be identified. However, the available information suggests that the issue is not likely due to the malfunction of the device, but rather, an environmental issue on the customer's side. Per the cns operator's manual, the cns cpu may reset when there is a unit failure, considerable static electricity, or noise. When this occurs a 5-beep alarm sounds for 5 seconds and monitoring stops for 3 minutes. The unit was tested and it was identified to be operating within specifications.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted by itself approximately at 5 am and was is in communication loss for 7-10 minutes. The unit went into communication loss again in the late morning. While they were in the midst of transferring the patients to another cns; the cns that was having issues rebooted for the second time approximately at 11:45am. They heard the cns beep 5 times before the reboot. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted by itself approximately at 5 am and was is in communication loss for 7-10 minutes. The unit went into communication loss again in the late morning. While they were in the midst of transferring the patients to another cns; the cns that was having issues rebooted for the second time approximately at 11:45am. They heard the cns beep 5 times before the reboot. No patient harm reported.